Event description:
It was reported that there was a catheter revision on (B)(6) 2015. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, , serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter. (B)(4).